Event description:
(B)(6). According to the information received, the end user states that a catheter had a tip cut off/open/broken. The end user reported that the tip of a catheter was not there. The tip was just open and flat, not angled. The eyelets were still visible. The patient did not insert the catheter.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.